Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands premature deployment.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopy procedure performed on an unknown date. During the procedure, when the coil was rotated 180 degrees, the handle emitted a distinct "click" sound and one of the strips was automatically deployed. The procedure was completed using another speedband superview super 7. There were no patient complications reported as a result of this event.